Manufacturer narrative:
Conclusion code: cause traced to packaging.

Event description:
Per complaint (B)(4), the packaged product was suspected to consist of an incorrectly sized titanium base with the correctly sized screw. The abutment base was not used and there was no patient involvement.